Event description:
It was reported that the right ventricular lead had low bipolar impedance, with unipolar impedance higher than bipolar. The device was reprogrammed to dual chamber and the ventricular lead was unipolarized. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.